Event description:
It was reported that a device embolization occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient was hemodynamically stable during the whole procedure. On (B)(6) 2020 the patient without any symptoms for their 45 day follow up transesophageal echocardiogram imaging procedure. The imaging showed that the device had embolized to the abdominal aorta. The physician removed this device percutaneously from the patient using a snare. No attempts were made to convert rhythm. The patient was in atrial fibrillation at the time of removal but afterward the patient was fine and went home.